Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the integrated electrosurgical unit (erbe) was not recognizing the grounding pad. The customer also reported that the erbe was displaying an m-02 error. The customer attempted to resolve the issue by removing the cables from the back of the erbe and rebooting it. The grounding pad was now registering but the m-02 error persisted. The energy cables were being recognized but the surgeon was unable to fire any energy. The technical service engineer (tse) advised the customer to swap out the vision side cart, the customer stated that they would for the next case but might continue the present case laparoscopically. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that there was no patient injury and reported that the site was able to complete the case robotically with the patient side cart as they found a backup bovie generator to use. The ports were not altered and the original incisions stayed the same.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed error m-02 in the erbe logs. Fse replaced the erbe to resolve the faults. The system was tested and verified as ready for use. Isi did receive a da vinci product to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed and reported failure was confirmed. Errors m-02-3 and c-00 were present in the error log. The unit was placed on an in-house system and was run in normal mode.